Event description:
#Medwatcher # (B)(4). My implants were placed almost 10 yrs as of the date and since then my health has decided. I was never made aware of the many serious side effects actually was told very little about it just that it was a better alternative any other current method. I from the gate had side effects but was very naandiuml;ve and unaware that everyone that popped up yr after yr were due to the serious side effects. I had the severe pain in my lower stomach and in my vagina thinking it was just my mind playing tricks cause of the thought of having something so unheard of inside myself I also was reassured by my doctor that it was possible for them to be poking my insides or moving in anyway. For 3 months I used alternative methods of protection went for my dye injection and imaging said no dye passed thru my tubes and so on that I was good to go that it was done and said for...I was fooled completely and didn't know my real problem... From that day on I have gain massive weight that I can't seem to take off my vitamin d levels have been drastically low such as a 7 when tested I suffered horribly with migraines which they poked and prided me for everything which came more health concerns.... Such as sub-arachnid cyst, pseudotumor in my nasal cavity, unexplained pressure on my optical nerves early stages of kidney failure a sudden illness that they couldn't diagnosis but after a month or more said it might have bacterial meningitis or vitriol meningitis they weren't sure which my kidneys producing ecoli which means they staged an attack on my own body and were killing me from the inside out also my menstrual cycle become extremely heavy including blood clots cramps so severe almost feels like back labor if not worse can sit lay down stand nothing but pure tense muscles threw my whole body stiffness during and after periods all the time hardness and appearance of being severely bloated or pregnant stomach on upper region extremely hard eating made me feel bloated like I wasn't full from eating but full of air to the point moving hurts breathing is painful and usually only half breathes taken sexual intercourse became extremely painful would bleed after now I've lost all sexual appetite completely I sleep days on end and literary have trouble making to the bathroom in time many times I've lost control of my bladder I suffer with consent itching on my thighs vagina and my lower stomach to where I literally bleed and have darkened marks on my inner thighs my urine is always horrible in color and hurts to pee at times can't cough run laugh or move the wrong way without peeing after just using the bathroom my teeth have all started to break and fall apart my eye sight has blurred and become unfocused at times I forget more then I should depression has set it absolutely horribly I can only have a bowel movement once a week and even then I have to force it but let me eat curtain foods or get upset and bang my stomach in an uproar which also brings another medical issues I randomly at one point couldn't hold food or drinks down or in at any point for a few days went to the hospital they told me I had tided my intestines in knots due to stress or what ever the case was and that's what was wrong funny part is I had no reason to have this happen that when I showed signs of ulcerative colitis I have tingling in my feet, hands, legs and arms which lead me to fall down the steps tearing all my ligaments tendons and taking bone with it in my ankle and now it wont regain strength neck and head pain shooting pains down the back of my head thru my neck and down my back numbness in center of my upper back which when pressed sends pain down my arms numbness for days in thighs hip and pelvic pain and spasms calcium deposits in my face and my muscles that are very painful. And after all this my doctor has no parting words besides there is a small chance they could move but that's all. I have suffered many years thinking I just have no luck and what's wrong with me come to find out. It was these implants. There is more I'm sure but some slip my mind.